Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. Attempt to download, upload using crest/thus was successful. Pump error is found in the long trace file. The force sensor zero offset measured out of spec = 90.8 mv. After visual inspection, there is corrosion on, around the following: battery compartment, battery board; electrical board terminal of the keypad flex cable, terminal of the force sensor flex cable, components around ; electrical board, terminal of the lcd flex cable. In summary, the critical pump error (open book image) alarm and the pump error are due to the moisture damage found on the force sensor cable. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, broken belt clip rails, reservoir tube lip pushed inwards slightly, missing display window cover.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. Customer stated that insulin pump was dropped. Customer stated that belt clip was also damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.